Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic hernia repair procedure, the distal end of the instrument broke into the patient cavity. The components were retrieved laparoscopically.